Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient got an out of box message on the patient programmer. It was reviewed what possible scenario would produce such a message, but caller wasn¿t able to provide any relevant details that would explain that error message. It was reviewed that interrogation would be needed to clear the message. Additional information was received stating that the rep received an email from the patient stating they had an ins in the box message on their programmer for the left ins. The rep met with the patient and noted that programmer was going to be wiped out message was on the tablet, and the rep then reprogrammed the patient¿s settings. The issue was resolved. The rep noted that they had the patient use their insr to connect to the implant yesterday and therapy was on and patient didn¿t have any return of dystonia symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated no cause for the ins in the box message could be determined, and they were unable to see the history due to settings being cleared.